Event description:
The pt experienced withdrawal symptoms. X-rays showed a possible disconnect of the pump connection. During surgery, the surgeon withdrew csf from the catheter. They did a rotor functionality test in 20009 and it was fine, so they did not do a test on the rotor at the time of surgery. They reconnected the pump to the existing connector and closed the pt. The medication being delivered via the device sys was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.